Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep connected the remote user interface console, and verified that the safety switch is operational. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the motorized movement would not function properly. No pt injury was reported.